Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment. Oxygen saturation software was installed, and the unit was returned to service.

Event description:
The hospital reported that the unit spontaneously rebooted before starting a case. There was no report of patient involvement.